Manufacturer narrative:
(B)(4). The analysis was performed by asahi intecc. Co. Ltd: with the provided information stating: outside the anatomy, the guidewire was easily removed from the microcatheter, it is presumed that the smooth operativity of the guide wire was temporarily hindered in the blood vessel due to anatomical condition including possible tortuosity. Though lot history review could not be conducted because of no lot information provided, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Warning section of instructions for use describes: if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, result in fragments being left inside the vessel.

Manufacturer narrative:
(B)(4). The device is manufactured by asahi intecc. Co. Ltd. (B)(4). (B)(4) distributes the device and is responsible for MDR reporting.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a chronic total occluded (cto) lesion in the distal right coronary artery (rca). The non-abbott microcatheter was advanced without issue. The non-abbott guide wire was exchanged for to the grandslam guide wire without issue. At this point, it was no longer possible to advance the microcatheter due to the anatomy. The guide wire was attempted to be removed, but became stuck with the microcatheter; therefore, the devices were removed together. Outside the anatomy, the guide wire was easily removed from the microcatheter. As the procedure had lasted 4 hours, the decision was made to discontinue, and reschedule the patient for a new procedure. There was a delay noted, but not clinically significant and no adverse patient effects. No additional information was provided.